Event description:
The fse reported that an intermittent communication error. This caused the customer to reboot the system and they were able to continue the case. There is no report of death or serious injury associated with the complaint. This resulted in an intermittent loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on 5v power supply was readjusted. The system was tested and found to be working as intended and returned to service.